Manufacturer narrative:
It was reported that after fixing the red tenon allegedly it is still moved. And the red tenon is hard to pull up no injury reported. The actual device has not been returned. Other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that after fixing the red tenon allegedly it is still moved. And the red tenon is hard to pull up no injury reported.